Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been explanted.

Event description:
It has been determined that the event of rupture was confirmed to not have occurred. Therefore, this event will be un-reported.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "lymph gland in right arm is not happy. Swollen and feeling sensitive". The patient's physician observed "a lymph node palpable in the right axilla". The patient underwent an ultrasound, a mammogram and a breast biopsy. The biopsy of the axillary lymph node showed "granulomatous lymphadenitis" and the "pathologist thought it could be related to occult implant rupture". It has been determined that the event of rupture was confirmed to not have occurred. The device has been explanted.

Event description:
Patient reported right side "lymph gland in right arm is not happy. Swollen and feeling sensitive". The patient's physician observed "a lymph node palpable in the right axilla". The patient underwent an ultrasound, a mammogram and a breast biopsy. The biopsy of the axillary lymph node showed "granulomatous lymphadenitis" and the "pathologist thought it could be related to occult implant rupture". It has been determined that the event of rupture was confirmed to not have occurred. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, granuloma, and rupture.

Event description:
Patient reported "lymph gland in right arm is not happy. Swollen and feeling sensitive". The patient's physician observed "a lymph node palpable in the right axilla". The patient underwent an ultrasound, a mammogram and a breast biopsy. The biopsy of the axillary lymph node showed "granulomatous lymphadenitis" and the "pathologist thought it could be related to occult implant rupture". The device remains implanted.